Event description:
The physician achieved successful arteriotomy closure using the closer s device following a diagnostic procedure. The pt presented to the emergency room with a hematoma. The pt was treated and sent home. The pt returned to the emergency room again the next day: when removing bandages, noted skin was ripping, peeling off. This was treated/solved and pt was sent home. The pt returned again, complaining of pain. Most likely an infection developed. The pt was sent to vascular surgery. While in the hosp, the pt had a bleeding problem, and received a transfusion.